Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') and arthralgia ('severe joint pain / knee pain') in an adult female patient who had essure (batch no. A95856) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion disability), spondyloarthropathy ("si-joint dysfunction"), back pain ("severe lower back pain"), spinal pain ("thoracic spine pain"), hypoaesthesia ("numbness in legs, feet, and ankles"), paraesthesia ("tingling in legs, feet, and ankles"), pain in extremity ("stabbing in legs, feet, and ankles"), pain ("pain during sitting"), coccydynia ("coccydynia"), temporomandibular joint syndrome ("tmj pain"), facial neuralgia ("facial nerve pain"), dental caries ("rapid tooth decay"), dyspareunia ("painful intercourse"), migraine ("migraine"), headache ("headaches"), neck pain ("neck pain"), ovulation pain ("pain during ovulation"), menstruation irregular ("abnormal menstrual bleeding (starting and stopping)"), amenorrhoea ("abnormal menstrual bleeding (absent)"), abdominal distension ("bloating"), night sweats ("night sweats"), chills ("cold chills"), amnesia ("memory loss"), feeling abnormal ("brain fog"), depression ("depression") and alopecia ("hair loss on three separate occasions where hair came out in clumps"). The patient was treated with surgery (laparoscopic removal of essure coils, e). At the time of the report, the pelvic pain, arthralgia, spondyloarthropathy, back pain, spinal pain, hypoaesthesia, paraesthesia, pain in extremity, pain, coccydynia, temporomandibular joint syndrome, facial neuralgia, dental caries, dyspareunia, migraine, headache, neck pain, ovulation pain, menstruation irregular, amenorrhoea, abdominal distension, night sweats, chills, amnesia, feeling abnormal, depression and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, amenorrhoea, amnesia, arthralgia, back pain, chills, coccydynia, dental caries, depression, dyspareunia, facial neuralgia, feeling abnormal, headache, hypoaesthesia, menstruation irregular, migraine, neck pain, night sweats, ovulation pain, pain, pain in extremity, paraesthesia, pelvic pain, spinal pain, spondyloarthropathy and temporomandibular joint syndrome to be related to essure. Lot number: a95856 manufacturing date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') and arthralgia ('severe joint pain / knee pain') in an adult female patient who had essure (batch no. A95856) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion disability), spondyloarthropathy ("si-joint dysfunction"), back pain ("severe lower back pain"), spinal pain ("thoracic spine pain"), hypoaesthesia ("numbness in legs, feet, and ankles"), paraesthesia ("tingling in legs, feet, and ankles"), pain in extremity ("stabbing in legs, feet, and ankles"), pain ("pain during sitting"), coccydynia ("coccydynia"), temporomandibular joint syndrome ("tmj pain"), facial neuralgia ("facial nerve pain"), dental caries ("rapid tooth decay"), dyspareunia ("painful intercourse"), migraine ("migraine"), headache ("headaches"), neck pain ("neck pain"), ovulation pain ("pain during ovulation"), menstruation irregular ("abnormal menstrual bleeding (starting and stopping)"), amenorrhoea ("abnormal menstrual bleeding (absent)"), abdominal distension ("bloating"), night sweats ("night sweats"), chills ("cold chills"), amnesia ("memory loss"), feeling abnormal ("brain fog"), depression ("depression") and alopecia ("hair loss on three separate occasions where hair came out in clumps"). The patient was treated with surgery (laparoscopic removal of essure coils, e). At the time of the report, the pelvic pain, arthralgia, spondyloarthropathy, back pain, spinal pain, hypoaesthesia, paraesthesia, pain in extremity, pain, coccydynia, temporomandibular joint syndrome, facial neuralgia, dental caries, dyspareunia, migraine, headache, neck pain, ovulation pain, menstruation irregular, amenorrhoea, abdominal distension, night sweats, chills, amnesia, feeling abnormal, depression and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, amenorrhoea, amnesia, arthralgia, back pain, chills, coccydynia, dental caries, depression, dyspareunia, facial neuralgia, feeling abnormal, headache, hypoaesthesia, menstruation irregular, migraine, neck pain, night sweats, ovulation pain, pain, pain in extremity, paraesthesia, pelvic pain, spinal pain, spondyloarthropathy and temporomandibular joint syndrome to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received removal details was added. Event pelvic pain was updated as serious. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.